Event description:
It was reported that the patient presented for an explant procedure. The right ventricular (rv) lead was explanted and replaced due to unknown reasons. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.